Manufacturer narrative:
This report is being filed to provide additional information in d.4, g.4, h.6 and h.11. Investigation: the return line was connected to a stopcock for administration of IV calcium gluconat. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. Correction: terumo bct clinical specialist explained to the operator how air would have been vented as a result of a partially sealed blood diversion bag at the time of the call. Root cause: a root cause assessment was performed for air in the inlet line. The root cause was due to a partially sealed blood diversion bag. There was no potential of air being returned to the patient. The medical intervention was administered as a precaution.

Event description:
The customer reported that 15 minutes into a continuous mononuclear cell collection (cmnc) on a spectra optia device, the operator failed to make a complete seal in the sample pouch by the inlet site. Per the customer, the operator observed air going into the inlet line (luer connector) and centrifuge, and the operator believed air was going directly into the return line. It was reported that there were no alarms regarding the return line. The patient quickly complained of shortness of breath and dizziness. The patient was put on oxygen (o2), positioned on their left side, and the nurse practitioner (np) ordered a transfer to the emergency room (ER). All leur connections were tight and there was no clotting in the channel or in the return reservoir. Stopcock with calcium gluconate IV line was connected to the return line at the time of the event. Patient outcome is unknown at this time. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that 15 minutes into a continuous mononuclear cell collection (cmnc) on a spectra optia device, the operator failed to make a complete seal in the sample pouch by the inlet site. Per the customer, the operator observed air going into the inlet line (luer connector) and centrifuge, and the operator believed air was going directly into the return line. It was reported that there were no alarms regarding the return line. The patient quickly complained of shortness of breath and dizziness. The patient was put on oxygen (o2), positioned on their left side, and the nurse practitioner (np) ordered a transfer to the emergency room (ER). All leur connections were tight and there was no clotting in the channel or in the return reservoir. Stopcock with calcium gluconate IV line was connected to the return line at the time of the event. Patient outcome is unknown at this time. The platelet collection set is not available for return because it was discarded by the customer.